Manufacturer narrative:
The investigation into the ventricular tachycardia (vt/vf) issue has been completed since the original report was filed. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt/vf was not determined.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 16-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the patient experienced bouts of non-sustained ventricular tachycardia and ectopy during impella 5.5 support. The condition was attributed to the positioning of the pump and the device was pulled back roughly 1 centimeter the following morning. Support continued with the implanted pump following the event.